Event description:
It was reported that the shaft broke. A 6mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, it was noted that the shaft broke while in the middle of the delivery system. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for analysis. A visual and tactile examination confirm that a break existed in the hypotube. The break was located at 69.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the shaft broke. A 6mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, it was noted that the shaft broke while in the middle of the delivery system. There were no patient complications reported.